Event description:
Customer reported a cartridge alarm 20 with their insulin pump, which did not adversely impact blood glucose levels. Customer requested replacement infusion sets and received them as a goodwill gesture. Technical support confirmed alarm occurrence with consecutive cartridges and decided to replace the affected pump, which was still under warranty. Customer was advised to utilize manual daily injections as a backup therapy while awaiting the new pump. Necessary instructions were given for storing and returning the problematic pump, programming settings into the replacement pump, and connecting the continuous glucose monitor to it.